Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error while he was asleep. The customer's blood glucose was 468 mg/dl. The caller did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had cracked case at display window corner and cracked battery tube threads.